Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump would inappropriately suspend due to inaccurate sensor glucose values. The patient stated that her device suspended even though her blood glucose was 112 mg/dl. The customer also had a blood glucose of 250 mg/dl when her sensor glucose was 350 mg/dl. The patient's current blood glucose is 154 mg/dl and her sensor glucose is 84 mg/dl. Troubleshooting was initiated for the discrepancy in sensor glucose and blood glucose readings and the causes of the discrepancy were reviewed with the customer. The customer's sensor cannula was slightly curved, but not bent. No products were returned for analysis.